Event description:
On (B)(6), 2010, a report was received from (B)(6) of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. The incident occurred while a nurse was removing the bloodline from the packaging and observed a kink below the arterial drip chamber on the arterial line of the bloodline. The incident did not occur with a patient. Additional information received on october 15, 2010, reported that in this incident the kink was observed between the arterial drip chamber (where arterial pressure is measured) and the blood pump. In this case the measured arterial pressure will be less negative than the negative pressure to which red blood cells are exposed to in the pump segment and, therefore, may cause hemolysis in this segment.

Manufacturer narrative:
(B)(4). The manufacturer is reviewing the design history file and manufacturing records for this product. In addition the manufacturer has made visits to this customer facility to observe the clinical practice and collect information that will be helpful to the investigation. The investigation is currently ongoing and a root cause has not been determined at this time.